Event description:
Caller reported that pump emitted a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer managed to change the cartridge and resume insulin administration, resolving the issue without further assistance from technical support.